Event description:
It was reported that the patient called to report that his stryker hip is squeaking. No pain associated. Follow-up with surgeon is showing no problem with the implant itselt.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.